Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated the down button was not working. Customer's blood glucose was 200 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No moisture damage or corrosion noted on the keypad traces. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, and reservoir tube cracked.